Event description:
It was reported, "patient presented with ongoing hip pain, surgeon performed a planned head revision. Surgeon noted when removing a lfit femoral head and sleeve (from a revision in 2011 for an infection) that there was a black plaque like substance around the femoral neck and inside the femoral head itself. Area was debrided and washed out, a ceramic v40 head was implanted. The explanted v40/c-taper adapter sleeve, c- taper lfit femoral head and the plaque substance was sent to royal perth biomedical department for investigation."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Sent to royal perth biomedical dept.

Manufacturer narrative:
Pt ID should read, "(B)(6)." Corrected expiration date and device manufacture date based on additional information. An event regarding a black substance around the femoral neck and inside the head involving a ti sleeve for alumina head was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
It was reported, "patient presented with ongoing hip pain, surgeon performed a planned head revision. Surgeon noted when removing a lfit femoral head and sleeve (from a revision in 2011 for an infection) that there was a black plaque like substance around the femoral neck and inside the femoral head itself. Area was debrided and washed out, a ceramic v40 head was implanted. The explanted v40/c-taper adapter sleeve, c- taper lfit femoral head and the plaque substance was sent to royal perth biomedical department for investigation."